Event description:
"Evd (external ventricular drainage) noted to be leaking to bed linen. Neurosurgery notified to assess and change evd catheter. Patient has an anterior and posterior evd. Patient was on 7-3 neuro floor during the day and noted to have no drainage from anterior evd. Anterior evd was manipulated and changed. Patient was an rrt to picu after manipulation for q1hr neuro checks and evd management. Patient arrived to picu at 6 pm. During change of shift handoff at 7:30 pm, I observed that there was a small amount of drainage on the bed distal to the insertion site and proximal to the drainage chamber near the first 3-way stopcock. I placed a paper chuck pad down to assess if the evd continued to drain into the linen and told the resident. The resident then contacted neurosurgery and neurosurgery assessed at bedside around 1945. No new orders or changes occurred. At 2100 the evd drain was still leaking, and I replaced the white paper chuck and let the resident know. Around 2230 with a linen change I noted that new the white paper chuck was wet and assessed the evd catheter site closer. I observed that there was a cut/alteration to the catheter above the stop cock. I then replaced the white paper chuck and told the resident and fellow. Both came to bedside at 2240 and contacted neurosurgery to come to bedside to reassess. Neurosurgery then arrived at 2247 and observed the cut as well. He then clamped the catheter with green kelly clamps and stated that he will be back to change out the altered catheter. At 2330 neurosurgery returned with supplies. I went into the patient room with neurosurgery and watched as he changed the altered piece of catheter to a new one with a sterile technique. At 0000 I noted that the evd was now draining appropriately to the chamber." Manufacturer response for extra ventricular drain (evd), extra ventricular drain (evd) (per site reporter). [Redacted date] added to tracker for trending and FDA reporting. Cut/alteration to the catheter above the stop cock initial contact. Site confirms they believe a defect (not handling) caused the leak. Materials is going to retrieve the product this week. The item was placed by the npor and will help to obtain product ids. [Redacted date]- [redacted name] provided some final product identifiers (leaking ICU med icp kit tubing). [Redacted date] - emailed ICU med rep. RMA/mailer label received. [Redacted date]- sample shipped fed-ex.